Manufacturer narrative:
Age at time of event: roughly (B)(6). (B)(4).

Event description:
It was reported that the device came apart. A 180cm renhf 135cm 10 preload renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, the microcatheter started to become weak and 'come apart' in the middle of the shaft. The procedure was completed with a different device. No patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged at approximately 45.5cm to 66cm from the strain relief. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device came apart. A 180cm renhf 135cm 10 preload renegade hi-flo fathom system was selected for use. During preparation, the microcatheter started to become weak and 'come apart' in the middle of the shaft. The procedure was completed with a different device. No patient complications reported and the patient was stable.